Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a leak occurred in the custom tubing pack, resulting in patient blood loss of 5cc during use. The leak was located in the y connection of the tubing set and originated from the tubing connection. It was noted that the same leak appeared in multiple packs. No unplanned blood transfusion was required due to the blood loss. The device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction d2: product code updated. Correction d3: MFR name and postal code updated. Correction d4: unique identifier (UDI) # updated. Device evaluation summary: visual inspection shows no outward signs of damage. Pressure integrity testing was performed at 0.5 l/pm with 23 psi, (1189 mmhg) of backpressure for 10 min. During the pressure integrity test there were no leaks observed from any of the "y" connections. Reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.